Event description:
Greatbatch medical received an explant form stating 'perforated the right ventricle'. Further info was received after contacting the hospital that the pt received 2 shocks in 2 days which caused the perforating in the right ventricle which was a result of the system and lead being explanted. Attempts to retrieve the serial number have not been successful.